Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the ip-pc failed to boot up and the image disk was full. Analysis of the system log file confirmed malfunctioning frontal ip-pc. After reboot, the ip-pc issue was resolved. The rse recreated the image store to resolve the issue due to full image disk. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image disk was full and the ippc failed to boot up. New images cannot be made and the patient had to be moved to a different room to complete the exam. The user performed a restart of the system, but the issue persisted. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.